Event description:
Customer reported while performing tubing changes and restarting IV medication infusion there was blood noted to be backing up from the pt's IV catheter into the filter set and blood leaked out the smartsite valve. A new set was hung and the infusion continued with no problems. No pt harm or medical intervention was reported. No additional info was provided.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.